Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the complaint histories could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed a definitive root cause could not be determined however the literature does state that the patient was revised to a total knee due to significant traumatic knee injury. The patient fell presenting with delayed lateral tibial plateau fracture. Upon reassessment of the event, it was found that this device did not contribute to the reported event and should be considered not reportable if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported in a journal article that 1 patient was revised to a total knee due to significant traumatic knee injury. The patient fell presenting with delayed lateral tibial plateau fracture. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10:unknown oxford bearing unknown lot and item# unknown oxford tibial unknown lot and item# g2. Report source: new zealand. Literature: samuel j lynskey, christopher m frampton, timothy g lynskey (2024) my orthopedic surgeon suggests a unicompartmental knee replacement: a detailed look at the long-term outcomes of a single surgeon¿s practice. New zealand medical journal (1-10) https://nzmj.org.nz/journal/vol-137-no-1588/my-orthopaedic-surgeon-suggests-a-unicompartmental-knee-replacement-a-detailed-look-at-the-long-term-outcomes-of-a-single-surgeo the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.